Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. Post lvad implant in (B)(6) 2013, the patient was on anticoagulation regimen of heparin then warfarin. Within a couple months, gi bleeding occurred and then recurred every few months. Bleeding sites have been found in the small and large intestine including polyps and areas of angiodysplasia. Bleeding has been treated with cautery or clipping but once did require open abdominal surgery. Within six months of implant of the lvad, any form of anticoagulation was abandoned each time as lab values became therapeutic, the patient would present with gi bleeding. It was reported that the patient was unable to be anticoagulated because of frequent recurrent life threatening gi bleed events. Assessment for von willebrand''s syndrome was negative; no clotting disorders were identified. The patient¿s chronic anemia is treated with regular IV iron infusions. It was stated that ¿there isn't anything else we can do.¿ it was reported that recent pump power spikes were noted in the system controller log file data. A review of the log file noted 220 pulsatility index (pi) events and pump powers in the 7-9 watt range. Approximately one week later the patient¿s parameters returned back to baseline. No other events were noted. Although no pump thrombus was suspected, it was reported that the patient would be unable to be treated with thrombolytics or a pump exchange due to their history.

Manufacturer narrative:
Approximate age of device: 2 years, 1 month. No further information is available at this time. A supplemental report will be submitted when the manufacturer''s investigation is completed. Placeholder.

Manufacturer narrative:
Review of the submitted system controller log file confirmed several power elevations that correlated with elevations in estimated flows and associated pulsatility index events. No atypical alarms were captured throughout the log file. A direct correlation between the device, the events captured in the log file, and the reported gi bleeding events could not be conclusively determined. The instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The customer reported that they did not suspect thrombus or any other issues with the pump. The patient remains on-going on vad support, and as of (B)(6) 2015 the pump parameters had reportedly gone back to baseline. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The manufacturer is closing the file on this event.